Event description:
N/a.

Manufacturer narrative:
Internal complaint number: (B)(4).

Manufacturer narrative:
Trackwise ID # (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Device discarded.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, they indicated the cutting device would not seal branch of vein. No reported adverse effects.